Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17383. It was reported that during initial implant, the set screw would not tighten in the header of the implantable cardioverter defibrillator. The set screw then came out of the header and was stuck to the hex wrench. The left ventricular lead, which had been inserted into the header, then was attempted to be removed to replace the device. When the lead was pulled out of the header, the lead tip separated from the main lead body, so the lead was then removed and replaced. There were no patient consequences.